Event description:
It was reported that the pt's vns device was explanted due to end of service. The device was not replaced. The product was returned to the manufacturer and underwent analysis. Upon analysis, it was found that the generator end of service was confirmed (as result of battery depletion). The caged module was found to exhibit an out-of-limit (high) pulsing current. Analysis indicates that during manufacture of the generator, the r35 resistor (a selectable value resistor) could have been more optimally chosen. Using the next lower value resistor, the caged module met all specifications. The out-of limit pulsing current could potentially be a contributing factor to the end of service, however, results of the battery longevity prediction (-0.73 years remaining) confirm that the end of service condition was an expected event.